Event description:
It was reported that an unspecified bd posiflush syringe experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced dysgeusia (altered taste sensation) and damaged package within the past 12 months.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd posiflush syringe experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced dysgeusia (altered taste sensation) and damaged package within the past 12 months.